Event description:
It was reported that while in the ICU, the catheter was found leaking saline, which resulted in the detachment of the dressing. The catheter was placed approx 12 to 14 hours after it was placed in the pt's subclavian. As a result, the catheter was removed and replaced without issue. A delay was reported, however, there was no death or complications and the pt is doing fine.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.